Manufacturer narrative:
Initial and final MDR 1881983 - device 6 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced that the infusion set cannula was kinked. Within 3 hours of thigh insertion customer noticed symptoms. Beginning around (B)(6) 2024, the patient experienced problems with seven infusion sets over the course of the previous two months. Additionally, location site was regularly rotated. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.